Manufacturer narrative:
The customer reported a complaint that "the thermogard ivtm system (B)(4) displayed "coolant low" message even though the coolant reservoir was full" which was confirmed during the functional testing and the event log data review. The root cause of the reported complaint was a defective coolant level sensor, likely attributed to the age of the console. The thermogard console was manufactured in february 2018 and has reached its service life of 5 years. Upon visual inspection, no physical damage was noted. The event log review indicated several coolant low errors, thus, confirming the customer's reported complaint. During initial functional testing, the thermogard console passed the power-on-self-test (post) but the coolant was not detected and "coolant low" error message displayed, thus confirming the reported complaint. The coolant block with board was replaced to address the customer's reported complaint. Following service, the thermogard system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with (B)(4).

Event description:
During the start of ivtm therapy, the thermogard ivtm system (B)(4) displayed "coolant low" message even though the coolant reservoir was full. Another thermogard console was used to start with ivtm therapy. Patient's status information was requested but the customer did not provide a response.